Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 540 mg/dl, 371 mg/dl, 229 mg/dl, 406 mg/dl, 317 mg/dl, 228 mg/dl and 209 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.